Event description:
It was reported that hypotension occurred. Vascular access was obtained via a transfemoral approach. A size large lotus introducer sheath was placed. A safari2 guidewire was positioned. A 25mm lotus edge valve was positioned to treat the severely calcified native aortic valve. A partial re-sheathing of the 25mm lotus edge valve was performed for repositioning of the valve in accordance with the directions for use (dfu). During deployment, the patient experienced arterial pressure decrease until 30mm hg despite the administration of drugs. The patient was given drugs to treat the decompensation; however the decompensation was resistant to drugs. The 25mm lotus edge valve was successfully implanted. The patient was fine at the end of the procedure.